Event description:
It was reported that the customer's scm12 control module was emitting an unusual smell when powered up and multiple error codes, l3-006 and l3-021. No patient consequences reported.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the interface board, black cable replaced, and the vso vacuum system replaced. The device was functionally tested, met all product requirements and returned to the customer.